Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had possibly fractured. A lead integrity alert (lia) had triggered due to short ventricular intervals and low defibrillation impedance. The lead appeared to be crushed under the clavicle upon review of a chest x-ray. The lead was explanted and replaced. No patient complications have been reported as a result of this event.